Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental medwatch will be filed if there is any further relevant information from that review. The patient did not exhibit any device-related patient symptom/ condition.

Event description:
It was reported that this right ventricular (rv) lead exhibited low pacing impedance. Further, this rv lead was broken due to a subclavian crush. Hence, the lead was explanted. No additional adverse patient effects were reported.